Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, procedural factors (manipulation of the device), in addition to patient factors (female gender, advanced age, moderate valvular calcification) likely contributed to the mobile flail substance and subsequent cerebral infarction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4) and through the (B)(6) tavi case registry, during a transapical tavr procedure, following insertion of an ascendra+ sheath, the sheath crossed the aortic annulus once and was then withdrawn to the 4 cm marker and fixed. Following sheath insertion, a ¿flail substance¿ on a native leaflet was observed on tee. No balloon aortic valvuloplasty was performed. A 23 mm sapien xt valve was deployed in a final 80:20 aortic/ventricular (a/v) position as intended. Post valve deployment, the substance on the leaflet was observed on tee to be getting bigger and moving with the heart-beat. Approximately 15 minutes post valve deployment, the flail substance disappeared. After the patient recovered from anesthesia, the results of the commands and responses test were good and the dorsalis pedis pulse was palpable. The patient was extubated and transferred to the CT room due to the cerebral infarction concern. No cerebral infarction was detected by CT and the patient was transferred to the ICU. No issues were observed with the lab results on postoperative day (pod) 1. A head CT performed post procedure (the exact timing of the CT is not known) revealed a cerebral infarction in the right occipital lobe. It was thought that the cerebral infarction was caused by the flail substance observed during the procedure. No obvious symptoms due to the cerebral infarction were observed. The patient was reported to be doing well during rehabilitation. The patient was reported to be ¿recovered¿ and was discharged on pod11. The native annular diameter measured 20.6 mm by tee. Moderate valvular calcification and no aortic root calcification was reported. Per medical opinion, since the sheath was ¿bigger and harder¿ than the delivery system balloon, the tissue of the native leaflet may have been peeled when the sheath crossed the annulus.